Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical services provided and analyzed the service history which indicates proper and periodic maintenance has been completed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a case of bilateral extreme light sensitivity at one month post photo refractive keratectomy (prk). Reporter indicated the patient was placed on topical steroid tapered eye drops dosage. Patient noted light sensitivity, and can't work at the computer. Follow up information received from reporter indicated the reported patient issue has resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.